Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple formulary items were not displaying on the stations. The customer reported difficulty scanning formulary items on the pyxis device. The customer stated that new ndcs were received approximately one week prior and were added to the formulary. Although the new ndcs were visible in meditech and pyxis, they were not appearing on the actual stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.